Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-may-2018 with the following findings: during investigation, the pump was powered on and the display was found to be clear, legible, and functioning properly. Moisture was observed in the battery compartment. A leak test was performed and a leak was identified in the battery compartment. The pump cover was opened and no further moisture was found. The original complaint of a display issue was unable to be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen with moisture) issue. It was alleged there was moisture in the battery compartment with a blank display. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.